Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was 539 mg/dl. The needle was not inserted in his body correctly. The customer received a lost sensor alarm. The infusion set's cannula was bent. The product was not returned. Nothing further to report.